Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, the active blade broke off during use. They removed the blade from the patient and converted to cct method. There were no adverse consequences for the patient.